Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed a large incision through the sewing ring, stent, and right cusp, likely occurring during the explant process. All leaflets were stiff but slightly flexible in areas with no visible calcification. Tissue deterioration was noted on the free margins of right cusp and left cusp near the right/left commissure. Tissue deterioration was noted on the free margins of right cusp and non-coronary cusp near the right/non-coronary commissure. Calcification appeared to contribute to the tissue deterioration on the cusps. The non-coronary cusp and left cusp appeared to be in the closed position. The right cusp appeared to have been in the closed position prior to the incision. Tissue deterioration due to calcification was observed on the right/left and right/non-coronary commissures. Commissure dehiscence was observed on the left/non-coronary commissure. Glistening off-white pannus lines the sewing ring on the inflow adjacent to all cusps, extending to the tissue and base stitching, along the inflow margin of attachment, into all inferior coaptive areas, and 1 to 10 mm onto all cusps. Pannus on the outflow lines the sewing ring to the non-coronary cusp and left cusp outflow rails. Radiography revealed calcification on all commissural areas of the returned valve. Conclusions: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the risk analysis and historical trend, cuspal tear and/or commissure dehiscence were the most common mechanisms which could lead to regurgitation. Calcification was confirmed on all commissural areas, which is one of the common causes for these mechanisms. Immobile leaflet was one of the most common mechanisms which could lead to stenosis. Pannus would be the common cause for immobile leaflet, which was confirmed. Calcification and pannus growth are an inherent risk of bioprosthetic valve replacement and can be a patient-related condition. H3: device evaluated? Updated h6: coding updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product has been returned and analysis is in progress. A supplemental report will be filed upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 years and 6 months post implant of this 27mm bioprosthetic aortic valve, it was explanted and replaced with a 25mm non-medtronic bioprosthetic valve. The reason for the replacement was reported as severe aortic stenosis with severe aortic insufficiency. No additional adverse patient effects were reported.